Event description:
The customer contacted stryker to report that their device would not analyze signal. In this state, the need for therapy could not be determined, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The customer received a replacement device. Stryker evaluated the customer¿s device at the product assessment center (pac) and was not able to verify and duplicate the reported issue. A root cause of the reported issue could not be determined. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not analyze signal. In this state, the need for therapy could not be determined, if it were needed. There was no patient use associated with the reported event.